Event description:
The pt reported that the menu button of the infusion device is defective. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This infusion device was thoroughly evaluated. Some segments of the display are not indicated due to mechanical stress and an insufficient gluing process. This caused separation or breakage of the glass. The menu button functions normally.